Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned through the death summary received from the health-care provider that the patient expired on the same day of operation. After mitral valve repair, the patient "...became hemodynamically unstable with a very low systemic vascular resistance. He was treated with epinephrine and placement of intraaortic balloon pump, but however, blood pressures remained labile despite support." It was decided by the patient's family to not place any support devices. The patient was palced on comfort measures. It is unknown if the death was device related. Furthermore, there have been no allegations of a product malfunction.

Manufacturer narrative:
(B)(4) = hemodynamic instability/ collapse. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process. The patient had another related event; please reference the other medwatch report submitted for device serial #(B)(4).

Manufacturer narrative:
It has been determined that the patient's death is not related to the edwards device. This event was reported in error.